Manufacturer narrative:
Device evaluation: no suspect product was received; however, a photo was provided and evaluated. The photo displays the suspect lens inside the patient's eye. And the lens can be observed to be damaged. Due to no product being received, no further evaluation could be performed, and no further issues could be identified. The complaint issue "lens damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction.. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a doctor implanted the intraocular lens (iol) in the patient's left eye and doctor noticed that it was broken, so he had to cut the lens to explant it. However, the lens was implanted and removed in the same procedure. Also, incision enlargement was performed. No sutures, no vitrectomy. There was no use error. There was patient contact with the cartridge. Also, haptic/optics contacts the eye. It was noted that the patient has edema of the left eye. It was also stated that pre-op va (visual acuity) 20/40 avsc 7. Then post-op va is 20/400¿, then it also said that there was delay in procedure for 1 hour. No other information was provided.

Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number:(B)(6) section e1: state, province, or territory: do - ex - dominican republic section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- clinical code; 4581 (to capture incision enlarged). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.